Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
An unknown health care provider (hcp) reported that a patient came to them because their stimulator had malfunctioned. It was determined the device was not turned on. It was unknown the reason for why the device was off.